Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was available for analysis. All lots of barrigel are released by both galderma/q-med (contract manufacturer) and palette life sciences (legal manufacturer). Both releases ensure that the product's predetermined specifications, as noted in the relevant palette part specifications, are met and that there are no critical deviations associated with the reviewed lots. Without the device to evaluate the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature.

Event description:
It was reported from a study report that "results: a total of 16 prostate cancer patients were identified to have rwi after sha spacer insertion. The grade of rwi as defined by fischer valuck criteria were as follows: grade 1, n = 5; grade 2, n = 6; and grade 3, n = 5. The median volume of misplaced sha was 2.8 cc from an average total of 9 cc used. No post procedural gi symptoms were reported. A sigmoidoscopy was performed in 12 patients including all 5 with grade 3 rwi, and all of these showed intact rectal mucosa. Seven patients underwent targeted reversal procedures while 9 patients were monitored. Of those who underwent reversal procedures, the median (and mean) volume of misplaced hyaluronic acid is 4 ml (3.8 ml), compared to 1.5 ml (2.1 ml) in those who did not undergo reversal (mann-whitney u test, p = 0.1). All 7 who underwent reversal with hyaluronidase were successful. No post reversal complications were reported. One patient underwent successful reinsertion of sha following reversal. Initiation of radiation therapy was delayed in 11 cases by a median of 3.2 months. All patients completed their rt as planned. No acute grade 2 or higher gi toxicity was reported in any of the 16 patients. Roc analysis indicated that a 3 ml rwi volume had optimal sensitivity and specificity for predicting delays."